Event description:
It was reported that an ilet user experienced dexcom g7 pairing failure to the ilet following an app reinstall and ilet firmware update, despite the sensor providing readings in the dexcom app and briefly reconnecting to ilet before disconnecting again. Symptoms included no adverse clinical effects. Outcomes included restoration of g7 pairing to the ilet after a brief waiting period and no further issues. Investigation included technical support guidance, app reinstallation, phone restart, and a firmware update. Investigation of this case revealed a transient connectivity issue between the g7 and the ilet without device damage or patient impact. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and software communication behavior following firmware update and app reinstallation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.